Event description:
It was reported that during an unknown procedure, the stapler was left at the or department for an unknown period. Nobody can tell which surgeon used the stapler on which date and which procedure. It seems like there has been a pre fire and they thought the stapler was broke. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Damaged one piece sled. The ec60 device was received for analysis with no visual non-conformances and with an ecr60w cartridge loaded on the device. The cartridge reload was received unfired. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. The device was tested for functionality in using a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.